Event description:
Manufacturer reference report: 1627487-2019-06600.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer reference report: 1627487-2019-06600. It was reported that the patient was not getting adequate therapy due to lead migration. The leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.